Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. In addition, sensing had gone from 18 mv at implant to 2-5 mv and pace impedances decreased from 800 ohms at implant to 364 ohms. A lead issue could not be confirmed as no noise episodes were seen. The patient was brought in and the rv lead was explanted and replaced. Several years afterwards the ICD was explanted due to a normal battery depletion and has been returned for analysis. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. In addition, sensing had gone from 18 mv at implant to 2-5 mv and pace impedances decreased from 800 ohms at implant to 364 ohms. A lead issue could not be confirmed as no noise episodes were seen. The patient was brought in and the rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.